Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine drug, unknown (13.7 mg at 4.44262 mg/day), fentanyl (2000 mcg at 648.55735 mcg/day), and bupivacaine (23.7 mg at 7.6854 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had inadequate pain relief. Additional information received from the healthcare provider via a clinical study indicated the patient had 8/10 pain. An increase sc fentanyl by 65mcg/day and decrease in boluses to 13/day was made. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the patient had 7.5/10 pain, and boluses provided 0.5-1/10 pain relief. They also reported increased right leg pain and requested updated imaging. It was noted that the patient had multiple falls that occurred in the past couple of months and the pump wasn't helping as much as it once did. On (B)(6) 2025 the patient reported that boluses had no effect of their pa in. On (B)(6) 2026 they reported 8/10 pan and boluses provided relief for 20-40 minutes. The patient continued to report 8.5/10 pain. Additional information received from the healthcare provider via a clinical study indicated that the patient had 8/10 lower back pain. The patient reported that the pump piece was causing low back pain. The system was explanted.